Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the patient's programming history available in the manufacturer's database, it was identified that high impedance was observed for patient's device. The device was disabled but no known surgical interventions were taken. Attempts for additional relevant information were unsuccessful.